Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination found the device cracked and broken, confirming the reported allegation. The broken pieces were not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from cssd orthotech with a list of broken instruments that have come through cssd. No information on how they broke or the extent of the damage is provided, only the item codes and lot numbers. All instruments are from consigned sets at hospital.